Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient exchanged her sm mpp gel 475cc breast implant for a larger product due to dissatisfaction with the size of her breasts. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the siltex uhp 590cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction of procedural outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 475cc mentor memorygel breast implants experienced right sided breast mass, rupture and left sided dissatisfaction of procedural outcome post procedure. Patient reported a lump in the right breast. A mammogram was performed on an unspecified date which confirmed rupture. As a result, patient underwent bilateral removal and replacement with two 700cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.